Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/6/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a 49 year old female patient underwent an ablation procedure for atrial tachycardia with a thermocool smarttouch bi-directional navigation catheter. During mapping phase, a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 690 cc. Patient remained in stable condition throughout the procedure. Patient was transferred to the intensive care unit. Patient required extended hospitalization as a result of the adverse event for further observation and a follow-up echocardiogram. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Event description continuation: clotting time maintained between 300-350 seconds. There is no information regarding shaft proximity interference (spi) value. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no error messages on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17580599m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: non biosense webster, inc. - (B)(4) csl decapolar catheter model #401381; non biosense webster, inc. - (B)(4) agilis steerable 12 french sheath; carto 3 system. (B)(4).

Event description:
It was reported that a 49 year old female patient underwent an ablation procedure for atrial tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, a tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 690cc. Patient remained in stable condition throughout the procedure. Patient was transferred to the intensive care unit. Patient required extended hospitalization as a result of the adverse event for further observation and a follow-up echocardiogram. Cardiovascular medical history includes atrial tachycardia, atrial fibrillation, atrial flutter, and a cryoballoon ablation procedure for atrial fibrillation approximately 6 weeks prior to this procedure. Factors cited that may have contributed to the adverse event include that the physician had difficulty accessing the coronary sinus with the stryker reprocessed st. Jude csl decapolar catheter and that is when the injury may have occurred. Physician did not provide a causality opinion. Physician indicated that the product performed as expected. No transseptal puncture was performed, as the left atrium was accessed through a previous transseptal site. Sheath in use was a st. Jude medical agilis steerable 12 french sheath. Generator was set on power control mode with power at 20 watts (not titrated), temperature cut-off of 50 degrees celsius, impedance cut-off of 250 ohms, and a maximum burn time of 60 seconds. Overall ablation time and last ablation cycle time at the site of injury was not reported, as the site of injury is unknown. Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with activated